Manufacturer narrative:
The customer¿s report of a gravity tubing leak at the injection port was confirmed on the gravity set model by the received customer provided photo. Suspect set model was not received for investigation. Received from the customer was one used gravity set. Clear liquid was observed in the used set¿s drip chamber and entire length of tubing. No abnormalities were observed on the sets during visual inspection. Functional testing showed no anomalies. The root cause of the customer¿s observed event was not identified.

Event description:
It was reported that there was a gravity tubing leak. The event occurred on a pet/CT unit, during an administration of "f18 fluorodeoxyglucose (radioactive fluorine)," given with 21 gauge needle using 3 ml syringe. There was no patient harm or adverse effects as a result of this event. The event did not cause a significant change in course of treatment for the patient, nor require medical or surgical intervention as a result. There was no user harm.

Event description:
It was reported that there was a gravity tubing leak. The event occurred on a pet/CT unit, during an administration of "f18 fluorodeoxyglucose (radioactive fluorine)," given with 21 gauge needle using 3 ml syringe. There was no patient harm or adverse effects as a result of this event. The event did not cause a significant change in course of treatment for the patient, nor require medical or surgical intervention as a result. There was no user harm.

Manufacturer narrative:
The customer¿s report of a gravity tubing leak at the injection port was confirmed on gravity set by the received customer provided photo. Suspect set model 10796812 lot unknown, was not received for investigation. The root cause of the customer¿s observed event was not identified

Manufacturer narrative:
Concomitant medical products: 250ml braun bag, lot: j9n180, exp: 10/21, 0.9% sodium chloride injection; bd catheter; td 01/01/2020 no product will be returned per customer because the product was discarded. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was a gravity tubing leak. The event occurred on a pet/CT unit, during an administration of "f18 fluorodeoxyglucose (radioactive fluorine)," given with 21 gauge needle using 3 ml syringe. There was no patient harm or adverse effects as a result of this event. The event did not cause a significant change in course of treatment for the patient, nor require medical or surgical intervention as a result. There was no user harm.